Event description:
It was reported that during calibration, the device allegedly found a foreign material. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. During visual evaluation, the probe appeared to be clean and no other visual anomalies were noted on the device. Flash was noted on the distal end of the proximal probe body flange. Upon microscopic visual observation, it was noted foreign material appeared on the tip of the aperture and cutter. Two electronic photos were provided and reviewed. Both photos contain sample notch of the device. Based on the photo review, it was observed that the foreign material was found and visible on all photos. Based on the photo review, the reported foreign material is confirmed. Therefore, the investigation is confirmed for the reported foreign material as the tip of the aperture and cutter was found with foreign material. A definitive root cause for the alleged device contamination with chemical or other material could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that during calibration, the device allegedly found a foreign material. The procedure was completed by using another device. There was no reported patient injury